Event description:
Allegedly revised due to a broken head.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. No patient or product information was included with this report. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(6).